Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 184213 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160 / lot: 184213, test base part number 195-430wl/ lot 181505. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 184213 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue, however it could have possibly been related to the specific patient sample. H3 other text : device discarded, single use device.

Event description:
The consumer reported a false positive result with the binaxnow covid-19 antigen self-test performed on (B)(6) 2022. Confirmation testing was performed at a doctor's office on an unknown date in (B)(6) 2022 (unknown platform), generating negative results. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion. Device discarded, single use device.

Event description:
The consumer reported a false positive result with the binaxnow covid-19 antigen self-test performed on (B)(6) 2022. Confirmation testing was performed at a doctor's office on an unknown date in (B)(6) 2022(unknown platform), generating negative results. No additional patient information, including treatment and outcome, was provided.